Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that a ring gear on the gantry door was slipping, resulting in being down 1 tooth. To restore functionality, the door mechanism was adjusted and the rotor offset was conducted. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the gantry door would not open. It was reported to have occurred prior to transporting the imaging system into the operating room (or). There was no patient present when this issue was identified. No additional information was provided.